Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient¿s left side was not working again. This issue began 2 days prior. The patient met with a company representative the day prior and he was able to get it going. However, on the day of the report, it was not working again. The patient had it set all the way up to ¿500¿ and she could not feel it. The patient was unable to adjust stimulation. An out of regulation (oor) message was displayed as well as a ¿call your doctor¿ icon. The patient was able to bypass the oor message by pressing the navigation key. The patient was advised to contact their physician. Additional information was requested, if received, a follow up report will be sent.